Manufacturer narrative:
A product was not returned for analysis, it was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the leading and trailing haptics were not tucked and became stuck in the injector when attempting to implant the lens into the eye. The lens was removed and another unspecified lens was used to complete the procedure. The procedure was completed on same day. The lens was discarded. There was no patient harm. Additional information has been requested.